Manufacturer narrative:
This report is for an unknown screws: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Investigation summary the implant(s) was not returned and instead the investigation will be done based on the supplied image(s). The image(s) was reviewed and the complaint condition could be confirmed. As the implant(s) was not returned an as received condition, dimensional inspection, material or drawing reviews are not applicable. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the variable angle distal femur plate will be removed from a patient for an unknown reason. The surgery was originally scheduled for (B)(6) 2020, but it was canceled and rescheduled to a future date that is unknown. The hardware is coming out for an unknown reason for an unknown patient. The original implantation date is unknown. Concomitant devices reported: unknown plate (part #: unknown, lot #: unknown, quantity #: 1). This report is for one (1) unk - screws: trauma. This is report 1 of 1 for (B)(4).